Event description:
Surgeon performed l4-5/l5-s1 fusion on (B)(6) 2014. Approximately one week post-op, patient developed lle pain, consistent with l sided l4-5 approach. MRI indicated bone/mesh in the foramen. On (B)(6) 2014, surgery was performed to excise bone/mesh from foramen. Patient has not reported any new or residual symptoms postoperatively.